Manufacturer narrative:
Upon completion of the investigation it was determined that this emdr is a duplicate report of emdr # 0001831750-2013-03015. Please see emdr # 0001831750-2013-03015 for information regarding this event.

Event description:
It was reported via repair work order that the zoom stretcher foot would not lower with pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..

Event description:
It was reported via repair work order that the zoom stretcher foot would not lower with pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..